Event description:
It was reported that premature deployment outside patient occurred. An 8x80x75 innova stent was selected for treatment. During preparation, the device deployed before it was inserted into the patient with its safety switch still on. The device was not used and was replaced for another of the same model was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that premature deployment outside patient occurred. An 8x80x75 innova stent was selected for treatment. During preparation, the device deployed before it was inserted into the patient with its safety switch still on. The device was not used and was replaced for another of the same model was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: innova self-expanding stent system outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed approximately 9mm from the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location but the middle sheath is no longer sitting on top of the proximal end of the tip. No other damage or irregularities found on the remainder of the inspection. Product analysis found damage that could have contributed to the inadvertent deployment.